Manufacturer narrative:
Conclusion: according to the received information, the active electrode could not be inserted fully during initial implantation surgery, due to ossification of the cochlea. Channels 12, 11 and 5 of the split electrode array, remained extra cochlea. In (B)(6) 2016 the patient had an accident, which led to a dislocation of the implant housing and also affected the speech perception. Therefore the patient underwent a revision surgery, to re-position the implant housing and electrode arrays. The implant housing was re-positioned and additionally fixed, but the active electrode could again not be inserted fully. After the revision surgery the patient only had benefit on three channels, as the active electrode migrated further out of the cochlea, which was confirmed by a CT scan. Therefore the surgeon decided to re-implant the patient with another device. The device investigation revealed multiple mechanical damages to the active and reference electrode, which are attributable to the removal surgery. Furthermore, a damage to the active electrode, which might be due to device minute mobility, probably caused by the impact which loosened the device fixation could be observed. This is a final report.

Event description:
The patient had a household accident in (B)(6) 2016 when a cabinet fell on her head and hit the implant. She suffered a laceration on the head and the position of the implant housing changed. Speech perception with the device was affected. The patient underwent re-positioning surgery in (B)(6) 2016. A new bone bed was drilled and the implant was additionally fixated. A full insertion was again not possible. There was hearing perception with the device only on channels 6-8 after the re-positioning surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had an accident in the household and a cabinet fell on her head and hit the implant. She suffered a laceration on the head and the position of the implant changed so that now it is very close to the speech processor. Speech perception has been affected.

Manufacturer narrative:
According to the patient report the device was explanted due to the active electrode array migrated out of cochlea after the re-positioning surgery. At initial implantation and re-positioning surgery a full insertion was not possible. Also the reported accident might have weakened the fixation of the implant which was the reason for the re-positioning surgery. Patient has been reimplanted and has hearing perception with the new device. This is a final report.

Event description:
The patient had a household accident in (B)(6) 2016 when a cabinet fell on her head and hit the implant. She suffered a laceration on the head and the position of the implant housing changed. Speech perception with the device was affected. The patient underwent re-positioning surgery in (B)(6) 2016. A new bone bed was drilled and the implant was additionally fixated. A full insertion was again not possible. There was hearing perception with the device only on channels 6-8 after the re-positioning surgery.